Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 25 mmol/l. The other relevant blood glucose level was 22 mmol/l. The customer states that insulin pump¿s auto mode was active. The insulin pump will not be returned for analysis.